Manufacturer narrative:
Device evaluation indicated that the m1 connector passed visual, electrical, and photographic imaging tests performed. The complaint of high impedance was not confirmed. The m1 connector passed impedance test. The m1 connector was also rotated in several directions to duplicate the reported complaint with no anomalies detected. Therefore, the reported complaint of high impedance could not be duplicated.

Event description:
A report was received that the patient¿s leads connected to a bsc m1 connector had several contacts out. It was reported that device malfunction was suspected. The patient underwent a revision wherein the m1 connector was replaced. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient¿s leads connected to a bsc m1 connector had several contacts out. It was reported that device malfunction was suspected. The patient underwent a revision wherein the m1 connector was replaced. The patient was reportedly doing well postoperatively.